Event description:
It was reported that during intra-operative stage, there was no nerve reaction in the mainframe device. After starting, "check electrode" all turned into green, but no response. There was no signal/sound after stimulation. The patient was re-intubated with another tube and the surgery was completed without using the mainframe device. The device did a check electrode correctly and a problem with patient interface and more specifically with the fuses was suspected. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6)/223253229, ubd:, UDI#: (B)(4), h6: for product ID: 8253002, serial/lot #: (B)(6)/221756194; fdm b21, fdr c21, fdc d16 and img g02030 codes applicable. H6: for product ID: 8253200, serial/lot #: (B)(6)/223253229; fdm b17, fdr c20, fdc d16 and img g02005 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
For product ID: 8253002, serial/lot #: (B)(6). H3: product analysis was completed and found that the nim 3.0 response was received in good working condition. No anomalies were observed during testing. There was only a scratch in the touchscreen. H6: codes updated. Previously applied codes fdm b21 and fdr c21 is no longer applicable. Fdm b01 and fdr c19 codes applicable. For product ID: 8253200, serial/lot #: (B)(6). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. H6: codes updated. Previously applied codes fdm b17 and fdr c20 is no longer applicable. Fdm b21 and fdr c21 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. D14 is applicable for this product. H10: for product ID: 8253200, serial/lot #:(B)(6) : h3 :the fuse of stim 1 was blown h6: previously added codes b21 and c21 is no longer applicable. D02 is applicable to this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.